Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon visual inspection, it was noted that all insulations of the lead was breached. Upon inspection, it was noted that the defib coil on this specific sprint quattro lead was distorted.

Event description:
It was reported that during the implant procedure, the lead was not used as there was stretching of the distal svc coil. The lead was not implanted. No patient complications have been reported as a result of this event.